Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in patient's mouth, it was verified their non- osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed. The patient presented insuficient bone quality/quantity (bone type iii) and bone graft was executed. Fenestration occurred during surgery.